Event description:
It was reported the patient¿s whole experience had been ¿nightmarish, like I¿m being electrocuted.¿ the patient had a good trial but ever since implant they have not had good coverage and the only way to achieve coverage is to schedule an appointment with their physician and get reprogrammed. The patient is unable to ¿maintain settings¿ once they leave the office. The patient considered having their device removed but they are too terrified of the procedure based on their experience with the implant.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2011-(B)(6), product type lead, product ID 37752, serial# (B)(4), product type recharger, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient had a shocking or jolting sensation. Patient reported every time they turned stimulation on it felt like they "grabbed hold of an electric fence." Turning stimulation down and making adjustments to stimulation settings does not make a difference. Patient noted "this thing had not been the greatest success story."